Event description:
It was reported that the first hole was drilled in normal. The first anchor did not seat well and was pulled out. Visual inspection of drilled looked normal and the second hole was drilled. The drill tip broke off in the bone. The physician cleared access to the drill tip and removed it with a grasper by reverse rotation of the tip. No visible metal fillings were noted and the procedure ended as a hip scope.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.